Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose level of 446 mg/dl. They treated their high blood glucose with a manual injection. The customer¿s current blood glucose level was 312 mg/dl. Troubleshooting was performed and insulin was able to exit from the device. It was found that their infusion set¿s cannula was bent. The device will not be returned for analysis.